Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's father reported the following discrepancy: cgm was reading 79 mg/dl and blood glucose meter was reading 125 mg/dl. The patient's father reported no use of acetaminophen at the time. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.